Event description:
Reporter indicated that the vns pt was being scheduled for generator replacement. Clinical notes were received that included a report of receiving high impedance during an unspecified diagnostics test. Reporter noted that the output and lead impedance were okay but the dcdc code was 7. Attempts for further info have been unsuccessful to date. No adverse events related to high impedance have been reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.